Manufacturer narrative:
(B)(4) - slurred speech.

Event description:
The hcp reported there was an overdose, and the pt had slurred speech. The hcp was going to fill the pump with saline. The medication being delivered via the device system was morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.